Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg was repositioned. Postoperatively, the pain has resolved.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was repositioned to address the issue. The pain has resolved. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.